Event description:
The user facility reported that upon completion of a processing cycle, the operator of a reliance 444 washer pressed the door open button on the clean side of the washer to unload the washer. While the door was sliding upwards, it hit the top stainless steel panel of the washer, causing the top panel to fall off and hit the operator on the head. The operator went to the hospital emergency doctor for redness, pain and swelling on her head. She was given medication for the redness, swelling and dizziness. She returned to work later that day and has reported no sustaining injuries.

Manufacturer narrative:
A hospital technician inspected the panel following the incident and found that two screws for securing the panel were missing. The missing screws were replaced and the panel was secured in place. The washer was returned to service and there have been no additional reported incidents with this device. It appears the root cause of this event is a lack of proper maintenance. The washer was manufactured in 1997 and is not under steris service contract. The user facility could not provide maintenance records, therefore it cannot be determined who removed the screws or if the washer was maintained in accordance with the preventive maintenance schedule outlined in the equipment operator manual. Steris has offered to conduct additional in-service training regarding the proper maintenance of the washer and is awaiting a response.

Manufacturer narrative:
A steris service technician conducted in-service training on september 28, 2010.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high thresholds and intermittent loss of capture. To date, there have been no adverse patient effects reported.